Manufacturer narrative:
It was reported to abbott a patient had high and low impedance on their leads. The patient underwent a revision where both pre-existing leads were explanted and replaced. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded invalid impedances on one lead and high impedances on the second lead. Surgical intervention is pending to address the issue.